Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed, and the complaint was not confirmed by failure analysis. Visual inspection-external, visual inspection-internal, and manual articulation of inputs tests/inspections were performed, and the complaint could not be reproduced. The grip tips opened and closed properly. There was an issue found with the instrument having bent grip tips. The instrument was found to have one (1) bent grip, causing them to be misaligned. The offset at the tips was 0.57 mm. The grips were not found to be cracked. The probable root cause cannot be determined based on the information provided and failure analysis results. No product issue was identified. The reported event was not confirmed as failure analysis found no product issue (e.g., no damage, no missing pieces, no functional issue, etc.). The instrument was visually inspected and evaluated for its mechanical and/or electrical characteristics. The failure analysis investigations and in-house testing of the returned product revealed no issues related to the customer reported event. The probable root cause of bent grips is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue/objects or collisions with other instruments.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the 8mm force bipolar instrument's tip came off. No fragments fell into the patient. The procedure was completed as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information on: the surgeon was mobilizing the fibroids when the issue occurred, and they noticed issues with the functionality of the instrument during the surgical procedure. No fragment fell inside the patient¿s anatomy, and no post-operative tests like an x-ray or ultrasound were performed to check for remaining fragments. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object.

Event description:
Refer to h11 for follow-up information.